Event description:
It was reported that a patient had a mild stumble and reached out to grab some furniture, which was on the right site. The patient wasn¿t having as much control since the mild stumble. His health care professional made an adjustment as his tremor was not as well controlled on the left for about a month. Following the programming changes, the patient was able to get better relief. All impedances were greater than 2000 ohms except 0, the case and 1, and the case and 2. Historic impedances were very similar, some were above 2000 ohms, and some were around 1200-1500 ohms. There were not big changes in the impedances, just slight changes. There were no pain or stimulation problems for the patient. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-18246 for information about the patient¿s other device. It was unclear which device was involved in the event, or if both devices were involved in the event.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v741376, implanted: (B)(6) 2012, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v805902, serial# implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v741376, implanted: (B)(6) 2012, product type: lead. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v805902, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was determined and was not device related. No reprogramming was needed. The patient had not experienced a loss of therapeutic effect or a loss of stimulation. The patient had recovered without permanent impairment.